Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2021.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the left bumper was bent. Therefore, the investigation is confirmed for the reported self-activation. The identified bent bumper likely contributed to the incomplete cannula tang engagement as well as the self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.